Manufacturer narrative:
(B)(4). The following additional information was requested however not received to date: did the needle pull off issue before use on patient or during suturing? The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts to retrieve the device were made. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture pulled off the needle while in the needle holder device clamped to draw the suture. Changed another one to complete the surgery. There is no reported patient consequence.. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: did the needle pull off issue before use on patient or during suturing? Unknown.